Manufacturer narrative:
The event date is approximate. The complaint was received from a consumer in japan.

Event description:
A consumer reported that the protectiveclean power toothbrush metal shaft detached during use. No injuries were reported. A potential choking hazard was identified.

Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred. H3 other text: due to logistic restrictions the product will not be returned at this time. Should the device be received at a later time, the case will be reopened and investigated accordingly.

Event description:
Philips oral health care has determined that metal shaft separation is not likely to cause or contribute to death or serious injury if it were to reoccur. This case is now determined to be not reportable.

Manufacturer narrative:
Philips oral health care has determined that metal shaft separation is not likely to cause or contribute to death or serious injury if it were to reoccur. This case is now determined to be not reportable. Reportability for initial MFR report number 3026630-2022-00119 submitted on 08/24/2022 can be removed.